Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).